Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In a 31-year-old female patient who had essure (ess205) (batch no. 12279893-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent adhesiolysis ("lysis of adhesion"). The patient was treated with surgery (removal of foreign object). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation and adhesiolysis outcome was unknown. The reporter considered adhesiolysis and device dislocation to be related to essure (ess205). The reporter commented: descendency date of insertion: (B)(6) 2005 and (B)(6) 2006. Lot number reported (12279893) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2021, reporter information and rcc were added we received a not valid lot number in this case. Based on the available information. A review of our complaint records, and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 31-year-old female patient who had essure (ess205) (batch no. 12279893-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent adhesiolysis ("lysis of adhesion"). The patient was treated with surgery (removal of foreign object). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation and adhesiolysis outcome was unknown. The reporter considered adhesiolysis and device dislocation to be related to essure (ess205). Lot number reported (12279893) is not valid. Most recent follow-up information incorporated above includes: on 29-oct-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 31-year-old female patient who had essure (ess205) (batch no. 12279893-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent adhesiolysis ("lysis of adhesion"). The patient was treated with surgery (removal of foreign object). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation and adhesiolysis outcome was unknown. The reporter considered adhesiolysis and device dislocation to be related to essure (ess205). Lot number reported (12279893) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) year old female patient who had essure (ess205) (batch no. 12279893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent adhesiolysis ("lysis of adhesion"). The patient was treated with surgery (removal of foreign object). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation and adhesiolysis outcome was unknown. The reporter considered adhesiolysis and device dislocation to be related to essure (ess205). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.